Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1900013 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips do not come out well from the applier, does not close, crossed over each other or jammed.

Event description:
It was reported that the clips do not come out well from the applier, does not close, crossed over each other or jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and adhesive residue was on the handle. The indicator clip was loaded in the jaws, indicating that no more clips were remaining in the device. One of the centering tabs on the distal end of the channel was bent outward. Reference file anp1900074321 for investigation photos. First, indicator clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The sample was disassembled in order to inspect the internal components. It was found that the top jaw had slightly bent jaw legs. No other defects or anomalies were observed. The device was returned with 0 clips remaining in the channel, indicating that all (B)(4) clips were fired by the end user. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file anp1900074321 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clip come not out well" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. No more clips were remaining to test, but the bent centering tab would prevent clips from loading properly. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.